Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 3000 ohms on the right ventricular channel. During provocation tests, the physician was not able to reproduce an out of range measurement. No changes were made and the crt-d remains in service. No adverse patient effects were reported.